Event description:
A report was received that the pt has an infection at the pocket site. The pt reported that her ipg site was red, hot and swollen. The pt is scheduled to meet with her physician to determine the next course of action.